Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report# 3005099803-2018-60880 for the first jagtome. It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. A second jagtome was used; however, same thing happened, the cut wire was still oriented in the wrong direction. Reportedly, there was a motility issue noted impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a third jagtome rx 39. There were no serious injuries nor patient complications reported as a result of this event.